Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification in relation to the customer reported system error 345 alarm which was not reproduced during evaluation. A review of the event history log did not identify the presence of system error 345. The reported condition was not verified. The evaluator found the pump to function as intended. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had a delayed keypad response. The cause was identified to be a failed processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.